Manufacturer narrative:
Z-800f pump 618401 was flow rate tested with a flow rate deviation of -5.42% which is outside of manufacturing specifications. Reported issue was confirmed. Pump will need to be recalibrated.

Event description:
Healthcare professional reported "pump is infusing too fast. It has been doing 1-hour infusions in 30 minutes." Medication being infused is unknown. No patient injury.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.